Event description:
It was reported the pt experienced a sudden burning sensation from the ipg site while sleeping. The system was turned off at that time. A meeting was scheduled with the sjm rep to interrogate the system. F/u identified all contacts revealed normal impedances and reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.